Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2016-00793 and MFR. Report # 3005099803-2016-00794). It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure in the common bile duct. According to the complainant, during the procedure, the advanix biliary double pigtail stent was bent at the point where it was being push by the introducer. Furthermore, the guide catheter broke off and lodged inside the stent. The broken pieces were eventually retrieved. The procedure was completed with device. There were no patient complications reported as a result of this event.